Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer indicated that the occlusion did not impact the blood glucose level. Tandem technical support performed a system check and confirmed the occlusion. The customer reverted to insulin injections to manage diabetes.